Event description:
It was reported that the rv lead was explanted and replaced due to high high voltage coil impedances of greater than 200 ohms. A lead fracture was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. It was reported that the rv lead was explanted and replaced due to high high voltage coil impedances of greater than 200 ohms. A lead fracture was suspected. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high lead(s), fracture of.